Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the information from olympus china, omsc surmised that the reported phenomena (error b30, all indicators lit up) were attributed to the failure of the printed circuit board, which might be caused by the aging deterioration for long term use since manufacturing. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Additional MFR narrative 8010047-202. Olympus (B)(4) checked the subject device and found that the scope communication error b30 occurred on the subject device due to the failure of the printed circuit board. In addition, it was also found that all indicators on the front panel lit up and the button on the front panel did not function due to the failure of the printed circuit board. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, it was found that the subject device gave unspecified error when connecting the endoscope to the subject device. There was no report of patient injury associated with this event.